Event description:
The advocate called for help in removing a lancet from the microlet2 lancing device. The advocate stated that the device was given to the customer by her dr and it already had a lancet loaded inside the device. The advocate used the lancing device on the customer thinking it had been loaded for her. It's not known if the lancet had been used on anyone else. No other info was provided about this incident. The lancing device is to be returned for eval. A new lancing device was sent to the customer.

Manufacturer narrative:
Lancing devices are not serialized or assigned lots numbers, so it was not possible to determine the MFR date.